Manufacturer narrative:
Spacelabs received the report from the customer for this issue on (B)(6) 2016, however additional information was received on (B)(6) 2016 that changed the determination to a reportable event. Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central station kept rebooting. The issue was resolved by restarting the system. No injury was reported as a result of this event.

Manufacturer narrative:
Powering down and restarting the device resolved the rebooting problem and patient monitoring resumed. Further analysis by spacelabs product engineers identified the cause to involve a software issue which has since been resolved. This investigation is considered complete and this particular matter closed.